Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reports a b450 patient monitor fell due to a broken bedrail hook. There was no reported patient injury.

Manufacturer narrative:
Investigation was conducted on the returned b450 bed rail mounting hook p/n: 2069156-001. The hook was bent and missing plastic. Additional information from the customer revealed "the customer had the monitor hanging on the head part of the bed. During transport the bed crashed into another bed hitting the monitor." According to b450 hook assembly instruction every hook batch is verified with 1600n/160kg force to assure the hook is reliable in use. Root cause is excessive force exposed to the b450 bedrail hook.